Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device had noise on rv lead that lead to inappropriate therapy. Date 12/11/2015 - this lead was capped on (B)(6) 2015 and replaced with another tachy lead. No adverse patient side effects have been reported. The associated ICD was also explanted at the same time.